Manufacturer narrative:
Additional information/correction. A nonconformance has been opened to address the separation issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body; the insert chip was identified. The reported separation was verified. The cause of the separation is related to inadequate solvent application during manufacturing. The difficulty disconnecting the female connector from the patient line was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the transfer set. The patient further reported "the dark blue section of the transfer set was coming off attached to the patient line". It was stated the female connector could not be disconnected from the patient line of the cassette. This occurred after use of peritoneal dialysis therapy. There was no patient injury associated with this event, however, the patient was given prophylactic antibiotics. No additional information is available.